Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #: 1627487-2013-05486. On (B)(6) 2013, the pt underwent surgical intervention (reference MFR. Report#: 1627487-2013-015314). Desired coverage was unattainable after two replacement leads were placed. As a result, the leads were removed and the procedure was aborted.